Event description:
It was reported that the user who participated in the ilet experience study experienced hyperglycemia while using the ilet with a subcutaneous insulin pen used for correction after a suspected infusion site issue during activity, with the highest recorded blood glucose of 350 mg/dl, out-of-range for a couple of hours, corrected by a manual insulin injection and subsequent supply change that revealed a bent cannula. Investigation of this case revealed cause unclear for the hyperglycemia. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.